Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis. A log file was submitted for review; however, the log file did not contain any notable events. The reported event of an erroneous replace system controller alarm was found to be due to the system monitor and not the controller. Additional information provided on 16mar2021 stated that the system controller ((B)(6) ) would not be returned due to the reported issue being related a monitor error. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including replace system controller alarms. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested, but not yet provided.

Event description:
It was reported that the system monitor read "replace system controller." There were no other concurrent alarms with the message. The log file that did not capture any controller issues. It could have been a false alarm on the system monitor and it was recommended to reboot it. The controller was changed prior to receiving log files results. The error message did not reappear after the exchange. Related manufacturer report number: 2916596-2021-01329.